Event description:
A home pt called in to baxter's technical service center and reported a check lines and bags alarm while the heater was refilling for fill 4 of 4 using the homechoice (hc) system. The home pt stated she disconnected and reconnected a different final bag, baxter's technical service rep advised the home pt to end therapy and finish with manual supplies. No pt injury or medical intervention reported at the time of the incident.